Event description:
Physician reported unknown side rupture. Device remains implanted. This is for the left side.

Manufacturer narrative:
Continued e1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening and missing piece of shell assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Physician reported "rupture" confirmed via MRI. Later physician reported "capsular contracture grade iii". This record is for the left side. Device was explanted and replaced with non-abbvie. Device was returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6, d3, d3, g1.

Event description:
Physician reported unknown side rupture. Device remains implanted. This is for the left side.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.